Event description:
Bilateral breast augmentation with silicone gel implants in 1972. In 3/98, increasing breast pain with left greater than right, with associated deformity. On 5/12/99, bilateral implant removal and capsulectomies. Right implant was intact, no apparent leaks. Left implant was indeed ruptured with free silicone.